Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring emergent food intake to help raise her blood glucose level. The consumer habitually administers the same amount of 40 units of insulin every day. Testing with nova meter and test strips revealed that the device gave low values showing our device performed as intended. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.